Manufacturer narrative:
The other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch head, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient has a pseudo tumor, metallosis osteolysis and had an accolade done in (B)(6) 2007. Revision surgery completed on (B)(6) 2018

Manufacturer narrative:
The following devices were also listed in this report: unknown mitch device; cat# unknown; lot# fm 063852; std mitch trh cp sz 48/54; cat# mac-9988-4854; lot# fm 60401 011. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding altr and osteolysis involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient has a pseudo tumor, metallosis osteolysis and had an accolade done in (B)(6) 2007. Revision surgery completed on (B)(6) 2018.